Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient had methicillin-resistant staphylococcus aureus (mrsa) of the foot and entered into the blood. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient had methicillin-resistant staphylococcus aureus (mrsa) of the foot and entered into the blood. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information received indicated that this lead went across patient's chest to the heart. The patient was hospitalized for mrsa blood infection and found that something was hanging from one of the leads. It was suspected that the mrsa had corrupted the leads and caused system extraction. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.